Event description:
Medical affairs called and was only able to speak to pt's ex-spouse who did not know what was going on with their ex-spouse's meter. Spouse had mentioned that pt will call lfs back. Pt has not called back and medical affairs will be sending a letter. The following info was documented by customer service: pt was not able to power the meter on, and ended up going to the ER and being treated for the diabetes. Pt did not experience any symptoms. No info on what pt's blood sugar was in the ER. Customer service was unable to resolve the issue and sent pt a new meter.